Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Additional information received from the manufacturer representative indicated the healthcare provider (hcp) decided to no replace the pump. The pump was refilled on (B)(6) 2016 by an unknown individual. A copy of the refill report revealed the pre-refill expected residual volume (erv) was 9ml and the actual residual volume (arv) was 30ml. The pump was refilled to 40ml and this was noted on the print out (written by had on the report). The pre-operative pain noted on (B)(6) 2016 was the same as baseline prior to implant. The pain had gradually increased and the patient felt he was not getting enough drug through the pump (not getting enough drug), despite multiple attempts at a bolus. The replacement physician thought the volume discrepancy was related to the increase in baseline pain secondary to not getting enough drug. Pre-operative interrogation did not indicate any pump motor stalls or any other errors. This information was conveyed to the physician, who stated the patient had a history of flipping his pump (also stated as twiddling) and had one catheter revision in the past due to a flipped pump (mfg. Report# 3004209178-2014-1226). The physician assumed the patient once again flipped the pump and the catheter became kinked, unable to deliver the prescribed drug dose. This was confirmed upon extraction of the pump. The existing catheter was tangled and the pump was not scarred into the pump pocket. The old catheter was tied off in the proper manner. A new catheter was implanted and attached to the existing pump. The pump was then placed in a mesh pouch on (B)(6) 2016. The addition of the mesh pouch was thought to decrease the odds of twiddling in the future.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received fentanyl (6000mcg/ml, unknown dose) and bupivacaine (30mg/ml, unknown dose) in an implantable pump for non-malignant pain and chronic low back pain. A volume discrepancy occurred; actual residual volume (arv) was greater than the expected residual volume (erv) (arv was 30ml and the erv was 9ml). The pump logs were checked and no issue was seen. A catheter dye study was not likely to be performed, but a catheter revision was scheduled. The patient had been experiencing their "normal pain." It was unknown when the issue began. It was unknown if the pain was related to the volume discrepancy. The patient was scheduled to have pump replacement on (B)(6) 2016.